Event description:
It was reported the customer had high blood glucose. Troubleshooting was performed. The insulin passed the fixed prime test; however, the high-pressure test was performed twice and did not pass.

Manufacturer narrative:
Analysis revealed the insulin pump alarmed. No delivery outside of specification range due to a faulty force sensor. Also the device had a bolus stopped alarm due to a defective battery tube.